Manufacturer narrative:
The conclusion of the investigation is that the analyzer worked as intended. Reported attempts at reproducing the measurements to an acceptable degree fail. Checks by repetition of sample and measurement e.g. On cobas analyzer shows a significantly different result. This characteristic pattern is found in data logs seen across instruments, sensor cassettes and solutions packs. It is the investigators understanding that the hospital has two neonatal departments. Only one department has this problem (check of data 1 year backwards). Furthermore, radiometer visited the hospital. A possible root cause, which may explain results is contamination / pre-analytical error. This could e.g. Explain lack of reproducibility and that only small volume capillary samples are affected. Component code 4756 used as there is no malfunction.

Manufacturer narrative:
This case is related to the complaints with MDR references 3002807968-2021-00047 and 3002807968-2021-00049.

Event description:
According to the complaint, friday, (B)(6) 2021 at 12:10 a capillary sample from a child was measured on an abl90 flex plus (serial# (B)(4)) with the following results: k: 7,6 mmol/l and lac 4,6 mmol/l. The department asked for a repetition because of the k and lac results. A new sample was taken in two capillary tubes and measured at 14:35. One measured on the same analyzer gave results of: k 7,3 mmol/l and lac 4,6 mmol/l. The second capillary tube was then measured on another abl (serial# (B)(4)) at 14:46 with the following results: k 4,7 mmol/l and lac 1,6 mmol/l new blood samples were collected for the cobas at 16:08 and here the result for k was 5,5 mmol/l. No reports of death or serious injury.